Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Functional testing with an inflation filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon materials. The proximal and distal markerband was inspected and revealed no damages. There is no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient injury or complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 3 mm x 40 mm x 146 cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient injury or complications were reported.